Manufacturer narrative:
Additional information: the actual devices were not available; however, photographs showing (1) sample were provided for evaluation. A visual inspection with naked eye was performed of the photograph which identified appearance of slight tool marks on the patient adaptor from connecting and disconnecting. No further testing could be performed due to lack of sample. The reported condition was verified on the photograph of one (1) sample due to tool marks identified. The cause of the condition could not be determined. No sample or photograph was provided for the other sample, therefore a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a nurse had noted an issue with the catheter adapter portion of two (2) transfer set units while doing a transfer set exchange. The nurse stated that the connection port was unable to twist well with the titanium adapter. During the preparation of transfer set replacement, after disinfection, the nurse saw that the catheter adapter portion of the transfer set trapped iodine in it. There was an area of weakness identified on the catheter adapter (connection port) and when it was connected with the titanium adapter, iodine squirted out. There was no patient injury or medical intervention associated with this event. No additional information is available.